Manufacturer narrative:
(B)(4). Suspected devices were: g811h407 g811h404 it is unknown which device caused the reportable event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, patient underwent posterior spinal fusion at th4-l2 levels for idiopathic scoliosis. On an unknown date post-op, inflammatory reaction (infection was suspected) occurred around the cross link at the lower end. Revision was performed to remove the cross link and irrigate the site. The surgeon commented that the suture at the initial surgery might have been inadequacy. The devices were used in the patient.